Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04952, 2134265-2017-05706, and 2134265-2017-05707. It was reported that myocardial infarction and frontal lobe infarction occurred. The target lesion was located in the left circumflex artery. A 3.00mm x 20mm emerge¿ balloon catheter was advanced for dilatation. The balloon was inflated up to 11 atmospheres; however, the balloon did not hold pressure. Upon removal, the balloon was noted to be ruptured. Angiography was performed and revealed a moderate spiral dissection of the circumflex artery. Subsequently, a 2.25mm x 28mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. A 1.5mm x 8mm emerge¿ push balloon catheter was then advanced to re-dilate the artery and a non-bsc guide wire was inserted. A 2.25mm x 8mm promus premier¿ drug-eluting stent was then deployed. A 2.25mm x 20mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. This was followed by a 2.5mm x 12mm promus premier¿ drug-eluting stent which was deployed successfully. Lastly, a 2.25mm x 8mm rebel stent was deployed to complete the case. The patient experienced anemia requiring blood transfusion. The patient also suffered a right frontal parietal lobe infarct with subtle cognitive deficit. The patient remained pain free but did bump enzymes the following day. Eight days later, the patient was discharged.